Event description:
The patient reported I am worried that my leads are going to go bad. I have had my leads for 30 years. And I am so concerned that my leads would not work. The implantable pulse generator (ipg) (medtronic) reached elective replacement indicator (eri) and the patient became symptomatic. The ipg was replaced but the non mdt leads allegation is for competitor manufacturer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).